Manufacturer narrative:
H3 and h6 ¿ updated. D7a - updated. One suspected device was received for evaluation. The event history log (ehl) was reviewed and no anomalies were noted. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device was visually inspected and found the downstream occlusion seal was delaminated. The customer complaint was confirmed. The root cause was downstream occlusion seal delamination. Replaced the downstream occlusion seal. Performed dso/uso sensor calibration. Performed functional testing, unit passes all testing criteria.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device dso (downstream occlusion) seal had came off needs further evaluation. There was no patient involvement and no harm reported.